Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient with delayed healing following photo refractive keratectomy (prk). The patient noted discomfort. A dilation drop was prescribed, topical steroid dosage was increased, artificial tears and over the counter oral pain medication was advised as needed. The patient is a slow healer. Additional information received stated the patient has recurrent cornea erosion due to epithelial basement membrane dystrophy (ebmd). Ebmd was detected pre-operatively. The doctor stated the patient's prognosis is it will be four to six months until symptoms and vision fully resolve. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).